Event description:
Event 1 at bedside handoff, the fluids and rate were verified, but nursing did not stop to make sure the IV fluids were dripping (the fluids were hung at noon). At night, the patient's output was noted as low, so the prescribed bolus was administered. At that time, it was noted that the bag was still full and no new bag had been hung by another nurse. Upon inspection, it was noted that the blue slide clamp above the pump was not in the open position and no drips were flowing into the drip chamber, but the pump was still stating that it was infusing. At no point during the shift did it ever alarm an "upstream occlusion" alarm. Event 2 at handoff report noticed heparin gtt pump was off. After investigation, pump was on. Unknown how the pump shut off event 3 IV pump failed/shutoff during upon patient arrival to ICU from or. High dose norepinephrine running during failure causing steep drop in blood pressure. Issue immediately identified and corrected. Bp returned to acceptable ranges. Pump tagged and taken out of circulation. Event 4 IV pump displayed error message. Stopped infusion. Patient developed chest pain, fatigue, weakness. Rrt called.